Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. A small hairline crack was found on the main tube near the tube extension. Additional damage found was pad printing removal. The tube extension exhibited a spot with material loss. Also, there is some discoloration found on the blade tips. Electrical continuity passed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
The was reported the user facility had identified a monopolar curved scissors instrument with micro cracks thru a high magnification scope. There were no missing pieces or fallen pieces reported.